Event description:
During a laparoscopic cholecystectomy. It was reported by the affiliate that the clips were not forming properly or firing properly. A new device was used to complete the case. There was no pt consequence.